Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the device latch lock sensor, which was determined to be faulty. Additionally the downstream and upstream occlusion sensors were determined to be faulty. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The dso, uso and latch lock sensors were replaced and the device passed all testing.

Event description:
Us sr 3933904 was opened regarding a cadd-solis hpca pump, with ln 21-2112-0402-51 and sn (B)(6): it was stated that during self test unit won't recognize cassette when its latch properly. There was no patient involvement.